Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 24) occurred. Customer's blood glucose (bg) level was over 400 mg/dl and a correction bolus was delivered to address bg. No notable events occurred at the time of these alarms. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.